Event description:
It was reported by the patient that they feel a "burning sensation" which they believe may be an infection. It was also reported by the patient that they began to feel a slight pain under their armpit followed by swelling down their entire arm. An ultrasound of the patient's arm revealed two blood clots, and the patient's physician believes the clots were formed as a result of the implantable cardioverter defibrillator (ICD). The patient was prescribed blood thinners and the ICD remains in use. No further patient complications have been reported as a result of this event.